Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4) implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0348754v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient was scheduled for a head MRI for headaches. There was a need to verify the integrity, if working off and 0v. The patient had unilateral deep brain stimulator with good result. It was noted that the other side had been implanted and the patient had developed psychosis so both devices were turned off and were not being used. Upon interrogation it was found that one device was dead and the other was on at .8v. Impedances indicated a possible open, greater than 2000 ohms and less than 7ua at 1.5v. The patient was at .8v and 0-3+. The patient had had a sensory response of jolting when turned the device on at 0 contact. High impedances had not resolved. One contact combination on the device was over 2000, c/0. The cause was not determined. Battery depletion was normal. There was no elective replacement indicator (eri) or end of service (eos) indications. The device had not been explanted. The patient was not receiving effective therapy as one device was off and the other was dead. They were going to speak to the neurologist about having the dead one replaced. It was noted that an MRI was not performed, they had decided to proceed with a computerized tomography (CT) scan instead.